Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a new dexcom g7 sensor was placed, the ilet displayed an alert to connect cgm or enter bg, and a fingerstick blood glucose of 297 mg/dl was entered before the sensor completed warmup and began displaying 225 mg/dl. Symptoms included hyperglycemia without ketones, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient high glucose with alerts for above 180 mg/dl for over 90 minutes, no use of backup therapy beyond bg entry, and no medical intervention or assistance required. Investigation included troubleshooting and user education related to cgm pairing and ilet data entry. Investigation of this case revealed a cgm pairing failure to the ilet that resolved once the sensor completed warmup, with no device malfunction of the infusion set reported. It was concluded, based on previously established findings for similar reports, that the cause was user management during cgm sensor warmup with temporary loss of cgm data connection leading to manual bg entry and transient hyperglycemia.